Manufacturer narrative:
Result: damage power cord due to misuse.

Event description:
It was reported by service report that the power cord was cut, but there was still power to bed. No pt involvement or adverse consequences were reported.